Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged soreness and chest pain. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged soreness and chest pain. There was no report of serious or permanent patient harm or injury. After the first attempt to have the device and components evaluated, the customer responded that customer is still using the recalled device & has not received the new one, so it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated. Recall number was updated.

Manufacturer narrative:
Repair evaluation information was received on 06/06/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged soreness and chest pain. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, there was 3 error code found. The third-party service center concludes that they could confirm the customer's allegation and device dispositioned. Box h was updated in this reported.